Event description:
(B)(4) received notification of an incident involving a rollator that (B)(4) imports and distributes. The enduser was using the rollator when allegedly, the handlebar broke off causing him to fall and injure his right hand. (B)(4) is in the process of recovering the rollator for evaluation.